Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site to inspect the system. A loose top cover hinge was identified and a top cover spring was replaced. The cause of the top cover falling is unknown. Siemens is investigating the issue.

Event description:
The operator of an advia centaur xp system raised the system's top cover to investigate an unusual noise. The top cover fell and hit the operator on the head. The operator was taken by ambulance to a hospital emergency room. A computed tomography (CT) scan was ordered and performed on the operator.

Manufacturer narrative:
The initial MDR 2432235-2017-00492 was filed 08/29/2017. Additional information (09/01/2017): a siemens employee reviewed the instrument's service history and parts consumption does not indicate that the gas spring was previously replaced prior to this incident occurring. The new gas spring replaced by the cse (11312075) is in accordance with ufsn 10817521. The failure reported in this complaint reflects the same failure as announced in ufsn 10817521. Customers in the united states were sent urgent medical device correction (ufsn) 10817521, (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014.